Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reported the cns (central monitoring system) is experiencing a communication loss. An exchange unit was sent to the customer. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported the cns (central monitoring system) is experiencing a communication loss.